Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an apollo catheter that had resistance with the guidewire and tip non-detachment of the tip during the same procedure. It was reported that the patient was undergoing an arteriovenous malformation (avm) embolization procedure. The devices were prepared and catheter flushed as indicated in the instructions for use (IFU). It was noted that the apollo catheter could not pass the wire. During the procedure, while in the middle cerebral artery (mca) brank, the apollo tip did not detach. The catheter was not entrapped or stuck and there was no force applied during removal. It was noted that there was friction or resistance during the injection. There was no patient vasospasm and there was no harm or injury to the patient associated with this event. No additional medical or surgical intervention was required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The procedure was successfully completed using another microcatheter, and the case proceeded without issue. The guidewire that experienced resistance was not a medtronic device; it was identified as a chikai guidewire. The guidewire tip was shaped. The cause of the apollo catheter resistance and tip non-detachment could not be determined.

Manufacturer narrative:
Product analysis #(B)(4): as found condition: the apollo catheter was returned for analysis within a shipping box, a plastic bio-pouch, an open apollo inner pouch (b689729), and a dispenser coil. Damage location details: onyx residue was found within the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found detached. The detached tip was not returned. The apollo catheter appears to be occluded with onyx. Testing/analysis: the ldpe overlap was measured to be 1.57mm, which is within specification (1.0-2.5mm). Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter resistance¿ and ¿tip non-detach¿ reports could not be confirmed. The returned apollo catheter was found occluded with onyx with the distal tip already detached. Further clarification on the exact sequence of events is required to determine if the correct device was returned. Possible causes of ¿catheter resistance¿ include incompatible devices, patient vessel tortuosity, catheter damage, guidewire damage, material occludes catheter, insufficient catheter flushing, or insufficient guidewire hydration. Possible causes of ¿tip non-detach¿ include patient vessel tortuosity, incompatible products, reflux over ldpe coupling (i.e., past proximal marker band), or biomechanical factors (i.e., vasospasm). There was no patient vasospasm. The devices were prepared and catheter flushed as indicated in the instructions for use (IFU). The guidewire used in the event was not returned. Therefore, an analysis could not be performed, and any contributing factors could not be assessed. In addition, information regarding patient vessel tortuosity was not provided. The cause(s) of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.